Event description:
It was reported by a company representative that a vns patient experienced loss in weight and cognitive changes 10 days after starting vns stimulation. The patient's settings at the time of the reported events were .25 ma, 20 hz, and 250 msec. No medication changes were noted to have had contributed to the loss in weight and mood changes. The patient does not have any pre-vns condition of behavioral changes. Additional information from the area representative indicated the patient's mood and behavior are stable as of last office visit in (B)(6) 2012. Moreover, additional information was received from the area representative indicating the patient has acute psychotic symptoms including but not limited to poor attention, mood changes, intake of food, sleep and bizarre behavior by threatening to hurt caretakers. The treating physician programmed the patient's vns off and referred the patient to a psychiatrist. Information from the treating physician through the area representative indicated the psychotic symptoms are of unknown relationship to vns therapy; hence the physician decided to program the patient's device off. No further information was available as good faith attempts have been unsuccessful to date.

Event description:
After the patient's device was programmed off, the patient's psychotic episodes reportedly became stable. The patient's treating physician reported that he will involve the mental health physician to take care of this case, and he has not decided if and when he will reprogram the patient's device. They do not have a complete history of the suspected psychiatric disease. It reportedly suddenly happened, but it is unclear what the patient's symptoms were prior to vns. The psychotic symptoms did decrease after the device was turned off and treated by anti-psychotic medications. No external factors in the patient's life change prior to the onset of the patient's mania and psychotic symptoms. There have been no changes to the medication dosing since (B)(6) 2012.

Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently did not report the full date.